Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimate readings occurred. Customer's blood glucose was 130 mg/dl. Customer declined tandem technical support's offer to troubleshoot.